Event description:
It was reported that while unpacking the shipment at the healthcare facility, it appeared that tape had peeled off the packaging and compromised the sterility of the instrument battery. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that while unpacking the shipment at the healthcare facility, it appeared that tape had peeled off the packaging and compromised the sterility of the instrument battery. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.